Event description:
It was reported that a revision was performed due to joint instability.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the devices or new information are received in the future, this complaint can be re-opened. No further actions are being taken at this time; we will continue to monitor for future complaints and investigate further as necessary.